Event description:
It was reported that an electrical reset was noted. The physician checked the patients chart and confirmed the patient had CT scans on may 15th, june 3rd, and june 15th. The reset was cleared and the device was reprogrammed. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.